Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemi-colectomy and low anterior resection procedure, the surgeon completed an end to end anastomosis. After the device was removed the surgeon used a proctoscope to exam the staple line and perform a leak test. The surgeon performed a leak test and there was a leak. Malformed staples were observed in the staple line, resulting staple line leak. The surgeon used sutures to over sew the staple line and close the opening. Another leak test was performed and no leak occurred. There was no patient consequence.